Event description:
It was reported that; surgeon notified sales rep that the cage he implanted on (B)(6) 2016 has collapsed. Details and x-rays are in attached documents.

Manufacturer narrative:
Device history review; complaint history review; risk assessment. A manufacturing review was performed on the reported lot and indicated no discrepancies or anomalies. The reported device remains implanted therefore a plausible root cause cannot be identified conclusively.

Event description:
It was reported that; surgeon notified sales rep that the cage he implanted on (B)(6) 2016 has collapsed. Details and x-rays are in attached documents.